Event description:
It was reported that post implant the right ventricular lead had dislodged. The lead was repositioned, but dislodged again. The lead was then removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the distal end electrode was covered in blood, there was an insulation breach (extrinsic) where the overlay tubing was cut, there was blood ingression fluid on the outer tubing overlay, the outer insulation was breached cut, and there was apparent explant damage. (B)(4).